Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported problem of "pump does not function" was determined to be damaged force sensing resistors. This was confirmed by the sample evaluation. The cause of the reported problem was identified to be damaged force sensing resistors. To resolve the reported problem, the left and right force sensing resistor sensors of the pump were replaced. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported to baxter that a flogard pump "does not function".there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.